Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. The defects reported by the customer were verified and repaired. The reported complaint of defective motor was confirmed. The motor was replaced to fix the issue. And also the following activities are performed: "micro": preventive replacement of o-rings performed according to service manual. The device was fully repaired. Per the input check report, the root cause for the defective device is corroded motor, leaky device and drifting values of keypad . A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that the device is not working. Additional information from the affiliate received on (B)(6) 2018 stating: the issue was detected before the operation. The failure is that the motor of the handpiece is not functioning. There was no resulting surgical delay or impact to the patient. Another device was available.